Manufacturer narrative:
Part: 03.130.202, lot: f-23020, manufacturing site: (B)(4), supplier: (B)(6) (B)(4) release to warehouse date: 18.september 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the drill bit ø1.1 l56/39 f/core hole (p/n: 03.130.202, lot number: f-23020) was received at us customer quality (cq). Upon visual inspection, the tip of the drill bit is broken and the broken fragment is not returned. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: measured dimensions: diameter of the shaft: conforming. Document/specification review: the following documents were reviewed: drill bit ø1.0-2.0mm, 56/39mm, drill bit for mini quick coupling : (current and manufactured) no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the tip of the device is broken. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a procedure the tip of the screwdriver was found to be crooked. The guide was twisted in the area where the 1.1 drill bit is passed, which did not allow the drill to pass through that specific hole. The same double guide was used but in the area where the 1.5 drill bit is used. The procedure was completed successfully. This report involves one (1) 1.1mm drill bit/mqc for threaded hole/56mm. This is report 3 of 3 for (B)(4).